Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pt's tunnel was getting distally smaller and collapsing. The harvester thought they were not getting enough insufflation at the distal end of the co2 distal insufflation luer-lock of the harvesting device. He tightened the already tightened luer-lock, causing the lock to break. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.